Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: no call service alarms related to pi observed in the black box or alarm history. No data in pump histories from time of reported alarms due to continued use. The pump powers on properly with no alarms. Exercised pump for 24 hours, after 24 hours no call service alarms were received. The display is dim; letters have a red hue. Contrast button responds to presses intermittently. Keypad removed. Contamination found under contrast button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.